Manufacturer narrative:
Occupation is lay user/patient. Unique identifier (UDI): (B)(4). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) (meter a) compared to the doctor¿s coaguchek system (meter b). The result from meter a was 1.2 inr. The result from meter b within 1 hour was 2.1 inr. The result of 2.1 inr was believed to be correct. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.